Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 4.0mm x 20mm, eccentric, de novo, 90% stenosed target lesion contained >45 degrees and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.